Manufacturer narrative:
Product investigation has been completed. Drawing review and manufacturing inspection sheets has been reviewed as part of this investigation. The shaft of these instruments is made of stainless steel 1.4034 / 420c following the international norms and it is hardened 52-56 hrc. Based on this investigation the instrument can be considered safe and functional corresponding to the reported complaint and it continues to be monitored. No action regarding the design of the instrument due to this complaint is necessary at this time. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the second chisel malfunctioned during a differnt surgery. This event is captured under (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Unknown - date of event: in the past two years. Additional code: brand name: elvosteot-chisel w/20 l304/134. UDI (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Contact telephone: (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery two chisels broke exactly at the bending point. Since then the hospital always use new chisels for any operation. The surgery was prolonged about 30 minutes. No information available about patient condition and outcome. There was no patient harm and the outcome was good. All broken off pieces were removed and the surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).